Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the sheath was slightly bent in the middle. It was also noticed that a material was protruding out of the sheath tip which was visually consistent to the inner liner of the sheath. The inner liner has signs of being dragged by something inside the sheath. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the kidney during a transurethral uretero-lithotripsy (tul) procedure performed on an unknown date. According to the complainant, a plastic like object inside the sheath was peeled. It was also noted that the peeled object was detached inside the patient and was removed by forceps. The procedure was completed with another navigator hd access sheath. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the kidney during a transurethral uretero-lithotripsy (tul) procedure performed on an unknown date. According to the complainant, a plastic like object inside the sheath was peeled. It was also noted that the peeled object was detached inside the patient and was removed by forceps. The procedure was completed with another navigator hd access sheath. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.